Event description:
A customer reported that a pt sample run on the advia centaur sys gave a negative hbsag result (0.1 index), but gave positive results when run on other competitor systems. The next day, the prod specialist diluted the sample 1:5 and it gave a hbsag negative result of 0.8 index. A second dilution of the same sample at 1:50 gave an hbsag positive result of 44.28 index. The sample was run in an hbsag confirmatory assay and gave a positive result of 50 index. There was no impact on pt management reported.

Manufacturer narrative:
A siemens diagnostics field engineer was dispatched to the site and found no evidence of sys malfunction. Siemens diagnostic requested a sample from this pt to further evaluate and determine the cause for this lower result. The lab was unable to provide us with enough sample to allow further investigation. As a result, we are unable to determine the cause of this alleged low sample result. Result- because there was no evidence of sys malfunction, and we unable to evaluate a sample from this pt we cannot determine the cause for the alleged low result. For medical device reporting purposes this event is considered closed.